Event description:
During a laparoscopic anterior resection, while using the shear the error alarm activated and the std procedure followed, at which time a high ptiched sound was emitted when shears activated. Approx 2 sec of activation resulted in the tip of the active to fall off. Prior to this no contact with other instruments. Another device was used to complete the case with no pt consequence.